Event description:
The manufacturer received information alleging damage to the trilogy 100 ventilator's alternating current (ac) power . There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's ac power cable required replacement to address the issue. However, no repair was completed because the device was scrapped.